Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.